Event description:
Medtronic received a report that the patient experienced a groin swelling haematoma post-procedure which resulted in a prolonged hospitalization. The diagnostic computerized tomography (CT) taken on (B)(6) 2021 showed some haematoma but not significant. The site assessed the event as being possibly related to the antiplatelet medication, a probably relationship with the procedure, and not related to the device. No further action was taken, and the patient was recovered as of (B)(6) 2021. Additional information was received reporting that the site assessed this event as possibly related to the index procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.